Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Device evaluation: a carefusion field service representative (fsr) went onsite to the reporter's facility to evaluate the suspect unit. The fsr identified the driver to be defective. A new driver was installed and the unit was calibrated and tested to meet manufacturer specifications. At this time the faulty driver has not been received by carefusion for a failure analysis investigation.

Event description:
The customer reported that this 3100a hfov (high frequency oscillating ventilator) stopped oscillating while being used on a patient and that the driver was making a noise when this occurred. Alternate ventilation was provided with a known good 3100a hfov and the customer stated that there was no patient harm or injury associated with this reported event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the 3100a hfov (high frequency oscillating ventilator) driver assembly and installed it in a known good 3100a hfov for testing. The reported noise issue was duplicate and was found to be due to a leaking air amplifier. The hfov stopping during use was not duplicated.